Event description:
It was reported that the line was placed, no problems were encountered, it was an easy cannulation & placement. X-ray confirmed good tip position, the line bled well and flushed post c x-ray. The line was dressed and the patient discharged home. Nurse attended to administer chemotherapy, but when dressing taken down, no PICC line was visible from extension tube inwards. Pt asymptomatic. Immediate action was taken to recover line & pt was admitted, radiologist confirmed line was in pulmonary artery. Pt given tinzaparin prophylactically, line to be removed 3rd april and cvad placed at the same time.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation.